Event description:
It was reported that during an initial total hip arthroplasty, the elevated inlay was not able to achieve appropriate stability. During the reduction process, the inlay disassociated completed from the implanted cup. An alternative neutral inlay was used to complete the procedure.

Manufacturer narrative:
(B)(4). D10: medical product: unknown g7 hemispherical cup: catalog#ni, lot#ni. G2: foreign - event occurred in germany. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b3; b4; b5; d9; e1; e2; e3; g2; g3; h2; h11. The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.